Manufacturer narrative:
During a deployment at an unknown target location, the enterprise vrd system (enc452812) advanced through the prowler select plus 150/5 cm 90 shape (606s255mx) microcatheter to the target location but failed to uncover. Instead, the whole delivery system jerked backwards following each attempt to deploy stent. At this point, the enterprise stent would neither advance nor retract, resulting in inability to complete the procedure. No further information has been obtained in response to multiple investigational attempts. It was indicated that there was no patient injury. One non sterile prowler select plus microcatheter was received accompanied by an enterprise, both inside of plastic bag. The enterprise was received within the microcatheter; the introducer tube was not received. Y connector was attached to the microcatheter hub. The microcatheter presented with compressed sections on the distal body. The ID of the microcatheter was measured and was within specification. The stent was deployed without any difficulty, however, could not be retracted since residues prevented the stent from closing properly and it stuck inside of microcatheter's tip. The inability to recapture the stent was confirmed. The resistance/friction encountered during functional analysis of the returned device to retract the stent, was impacted by the substance found in the enterprise delivery wire; however, root cause investigation has determined that the substance occurs post procedure over time and, therefore, has no impact on the procedure or the patient. An enterprise cordis lab sample was introduced into the returned microcatheter and some friction was experienced when it passed through the compressed sections, however, it came out from microcatheter's tip. With functional analysis of the returned device, the stent could be deployed out of the distal end of the microcatheter without difficulty. Resistance/friction was encountered with insertion through the microcatheter which was due to the compressed sections of the microcatheter; however, because it was reported that the difficulty occurred during deployment with no report of resistance prior to deployment out of the distal end, it appears that the compressed sections may be due to post procedural handling/packaging for return. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although the cause of the compressed section could not be conclusively determined; neither the analysis nor the DHR suggest that it can be related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility. It is possible that procedural factors/vessel characteristics may have contributed to the failure experienced during the procedure. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the reported event is related to the manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00086 and 1058196-2010-00087.

Event description:
During a neurovascular procedure, the enterprise vrd system advanced through the prowler select plus microcatheter to the target location but failed to uncover. Instead the whole delivery system jerked backwards following each attempt to deploy stent. At this point, the enterprise stent would neither advance nor retract forcing physician to bail out completely. Products: select plus 150/5 cm 90 shape. Enterprise vrd and delivery.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00086 & 1058196-2010-00087. Additional information will be submitted within 30 days of receipt